Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through the process to reset the pump, which was successful, as the malfunction did not recur. The caller was advised to continue using the pump and to contact support again if the issue reappears, to which the caller agreed and understood.